Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Reportedly, the cartridge was changed to address the issue. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 127 mg/dl.